Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced acute peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin and cefazolin (doses, frequencies, duration and route of administration not reported) for the acute peritonitis. At the time of this report, the patient outcome was not reported. The action taken with extraneal therapy was not reported. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.